Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test and all operating currents test. However device failed self test due to broken black wire noted. (B)(4).

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the insulin pump will alarm but then customer checks the screen then there is no alarm/alert message.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the insulin pump will alarm although nothing will be wrong. The customer's blood glucose level was unknown. The customer also reported that the insulin pump had diminished battery life, reject new batteries, unexplained no delivery alarm. The insulin pump will not be returned for analysis.